Event description:
Customer alleged several readings were not stored in the memory of the contour next ez. No adverse event was alleged. Customer was advised to return the meter for investigation. A new meter was sent to her.